Event description:
The customer reported the system is down and displayed a temperature warning. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and repaired the footswitch. System operates as intended.